Event description:
Product analysis was completed on the patient's explanted lead and generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found. The device was programmed on at the time of death. An analysis was performed on the returned lead portion note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a large portion of the lead assembly (body), including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patients' coroner reported that their cause of death was at this point determined to be a seizure.

Manufacturer narrative:
Omitted cause of death.

Event description:
We received a call from a medical examiner in (B)(6), in regards to a vns patient. They had not seen a neurologist in quite some time and were lost to all medical follow-up. The patient had died. Their death was reported to be unwitnessed, but thought to be due to a seizure. The patient was in the restroom and heard to hit the floor and found unresponsive. Their explanted product is at the manufacturer pending completion of analysis. Sudep cannot at this time be ruled out. It is unknown if the patient was receiving therapy at the time of death.